Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the customer's infusion site infection. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the pod was activated on (B)(6) 2014. The pod was removed on (B)(6) 2014 and during that time his blood glucose ranged from 58 mg/dl to 384 mg/dl. The pod was removed because the customer was feeling pain at the insertion site. A day and a half after the pod was removed the customer noticed that the insertion site had become infected. The site was black, itchy, with a burning sensation, and had been bleeding and discharging puss. On (B)(6) 2014, the customer went to his doctor who recommended the customer to a surgeon. The customer was diagnosed with a major serious infection, and was prescribed antibiotics. The site was cut open, and cleaned out. The customer was advised to clean the site daily.